Manufacturer narrative:
Date of event: exact date unknown, event occurred in over the past few months.

Event description:
It was reported that the patients ipg was taking longer to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.